Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that prior to a transcatheter aortic valve implantation (tavi) procedure, the performer introducer valve was leaking during insertion while testing the device. The introducer did not come into contact with the patient. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, quality control, and a visual inspection and functional evaluation of the returned devices were conducted during the investigation. The visual inspection of the returned devices did not find any irregularities in any of the devices. Leak tests were performed on both the opened and unopened devices, and no leaks were detected. The disc portion of the device was correctly positioned in all devices tested. Additionally, a document based investigation evaluation was performed. A review of the device history record showed 8 nonconforming events which could contribute to this failure mode; however, the nonconforming devices were scrapped, replaced, and then 100% inspected for leakage prior to release. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned products, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.